Event description:
On (B)(6) 2009, the pt reported that her infusion tubing has become disconnected from the infusion device at the luer connection on 4-5 occasions. She stated that on each occasion she reconnected the infusion tubing and had no further issues. She believes she may not have properly tightened the luer connection causing the infusion tubing to disconnect. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.